Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, oversensing was observed on the rv lead. Review on session records revealed loss of capture on the rv lead due to the over-sensing. Patient later presented in clinic and micro-dislodgement of the lead was observed via chest x-ray. The lead was revised on (B)(6) 2019. Patient was stable before during and after the procedure.